Manufacturer narrative:
The additional information was requested but not available. However, according to the information provided by the physician, this event was reportedly not related to the study device or procedure, this was only due to the patient pathology. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to reoperation, cerebrovascular accident and death.

Event description:
On an unknown date, the patient underwent an endovascular reoperation to extend the initially implanted device. The event was reportedly not related to the study device or procedure, this was only due to the patient pathology.

Manufacturer narrative:
(B)(4). Further information was requested.

Event description:
The patient referenced in this event file is enrolled in a reimbursement registry in (B)(6), (B)(4). On (B)(6) 2016, the patient was implanted with a conformable gore&#59412;tag&#59412;thoracic endoprosthesis to treat a ruptured acute non-complicated type b dissection of the thoracic aorta. On (B)(6) 2016, the patient experienced a hypertensive crisis which was resolved on (B)(6) 2016 with drug therapy. The event was reportedly not related to the study device or procedure. On (B)(6) 2016, the patient experienced a cerebrovascular accident. On an unknown date, the patient underwent an endovascular reoperation reportedly related to the initial dissection treatment (exact cause unknown). On (B)(6) 2016, the patient expired. The cause of death is unknown. Further information was requested.

Manufacturer narrative:
Multiple attempts were made to obtain information on this event; however, no additional information was provided.

Event description:
The patient referenced in this event file is enrolled in (B)(6). On (B)(6) 2016, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis to treat a ruptured acute non-complicated type b dissection of the thoracic aorta. On (B)(6) 2016, the patient experienced a hypertensive crisis which was resolved on (B)(6) 2016 with drug therapy. The event was reportedly not related to the study device or procedure. On an unknown date, an emergent endovascular intervention was performed to treat a type b dissection complicated with abdominal and lower limb ischemia. The tge454510 was extended with an additional device (manufacturer unknown). It was reported the additional device was implanted due to a progression of the patient¿s ¿pathology ¿, which was reportedly not related to the tge454510 or the implant procedure. On (B)(6) 2016, the patient experienced a cerebrovascular accident. On (B)(6) 2016, the patient expired reportedly due to pulmonary complications.